Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented for routine follow-up, where the device was found to have no output. The device was explanted and replaced. It was subsequently returned with report of "sudden device failure." No patient complications have been reported as a result of this event.